Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus root repair procedure, the needle contained inside of the meniscal root kit, ar-4550, jammed up and broke inside of the knee scorpion, ar-12990. The needle was unable to become disengaged from the scorpion and the procedure was completed by performing a partial meniscectomy. Additional information provided 1/7/2020: the needle will be returned with the scorpion as it is still lodged within the device. No additional incision was needed to complete the partial menisectomy. There were no fragments of the needle retained in the patient and the rest of the needle was disposed.